Event description:
Patient's j-tube was clogged and not able to be cleared by nursing by routine flushing. Resident was called to check the tube. Resident attempted to unclog the tube with the "declogger". The declogger broke remaining lodged in the j-tube. Resident clamped the patient's j-tube and called surgery to have it replaced. Patient underwent tube replacement on 11/18/92. Investigation revealed that the deglogger was left over from an investigational study which ended in 6/91. Stock was checked, and "old" devices were removed and replaced with the correct devicesdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.